Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 20ml. The erv was not reported. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).